Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and there was undersensing/no atrial sensing.

Event description:
It was reported that the atrial lead exhibited low impedance and undersensing. A lead revision was performed. Due to superior vena cava (svc) stenosis the lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.